Event description:
A report was received that the patient had burning sensation and pain at the ipg site. The patient was prescribed muscle relaxers and the pain had decreased.

Manufacturer narrative:
.